Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019. The manufacturer¿s international service technician confirmed the occurrence of e/c 110a (proximal pressure sensor autozero failed) in the error log. The manufacturer¿s international service technician replaced (sol1 - sol4) and the data acquisition (da) board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The data acquisition (da) pcba was returned and tested, and no failures were identified.

Event description:
The customer reported that immediately after the device was powered on, a red lamp illuminated and an alarm indicating "check vent/proximal pressure line" occurred. There was no patient involvement.